Event description:
Cannula inserted into pt and flashback achieved. When trying to remove the needle, it separated from the stylet and remained in the catheter.

Manufacturer narrative:
Conclusions: a root cause analysis could not be determined, as the sample was not returned for the investigation. The device history was reviewed and there were no irregularities noted during the lot's manufacture. The engineer concluded that this type of defect may have occurred due to a drop in pressure on the manufacturing line, causing a low force in the crimping machine, which leaves the stylet barely attached to the needle, if the crimping die is not adjusted properly during set-up or has a worn out die. CAPA (B)(4) has been initiated to address this type of defect in order to develop a more robust process. The improvements made to the process are as follows: the crimping equipment spring was standardized, a die stock was created to have the spare parts needed, preventative maintenance was improved, standardization and implementation of new dies was validated. (B)(4)